Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 1 june 2023. Lot: 2218116: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 1 june 2023: ball heads: cocr 01.25.123 cocr, ball head 12/14 ø 22 size m 0 (k080885) lot: 2214566 lot: 2214566: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.